Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging asthma, dizziness and headaches related to a CPAP device's sound abatement foam. The patient did not report receiving any medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer and found dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. The manufacturer found no evidence of sound abatement foam degradation. The device downloaded event log was reviewed by the manufacturer and found three errors. The manufacturer concludes the device has dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. There was no evidence of sound abatement foam degradation.

Manufacturer narrative:
In the previous follow-up report MDR 2518422-2021-06337-1, section h6 (investigation findings) was incorrectly captured, it has been corrected in this report to reflect the correct information.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused asthma, dizziness and headaches. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.